Event description:
Removal of endosseous dental implant. Implant was placed on 11/27/96 in site #16 (class I bone) during a routine procedure. The clinician reports that the implant never integrated. The implant was removed on 12/02/96.

Manufacturer narrative:
The manufacturer has evaluated this event and confirmed that the loss of intergration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.